Event description:
It was reported that when the 1.5 x 15 mm mini trek was pulled from the shelf, the tyvek portion of the pouch was already open. Another mini trek was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unsealed pouch was confirmed. The right side, left side and bottom of the vendor seal of the clear tyvek pouch was unsealed. There was a white cloudy appearance at the unsealed portions, indicating that it was originally sealed at some point. The manufacturing seal was intact and sealed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.